Manufacturer narrative:
A user facility operator was running a test cycle and during the purge phase steam was rising out of the drain and filled the room. The sprinkler system above the unit was triggered. The user facility went to turn off the sprinkler system and did not know the proper way to do so which caused a pressure spike in the piping system subsequently allowing water to flood out into an adjacent room. A steris service technician arrived onsite and found the unit to be unplugged and deinstalled. He repaired the s3 valve and associated piping, ran a test cycle and confirmed the unit was operational.

Event description:
The user facility initially reported that steam came out of the sterilizer, resulting in damage to the drywall in the room where the sterilizer is located and flooding an adjacent room. No injuries, procedure delays or cancellations were reported.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be submitted when additional information becomes available.